Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient's device was replaced due to not getting any more benefit and therapy no longer being effective. Patient stated that they maxed out the program and the higher setting had depleted the battery quickly so there were not getting symptom improvement. Patient mentioned that a second lead was implanted which was on the left side so currently they had two leads implanted. Patient stated that since the new implant, it had improved the symptoms. They also noted that they didn't just have overactive bladder but that they had a progressive degenerative disease that was probably affecting their symptoms as it progressed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was last seen in (B)(6) 2017 and was reprogrammed at that time. There were no symptoms or complications reported or anticipated.